Event description:
It was reported that when the device was used during a gastric bypass procedure, the physician fired it on the anastomosis of the gastrojejunostomy and the staples appeared not completely intact. They were jagged and not all were completely formed. He oversewed the anastomosis and the patient did not have a negative outcome as a result. He tested the staple line after oversewing and no leaks were present. There was no reported patient consequence.